Event description:
The tibial insert would not seat properly in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the event was caused by a 45 degree chamfer missing from the snap tab. The mfg and inspection criteria have been changed thereby preventing acceptance of product without the 45 degree chamfer.